Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia. Customer's blood glucose at time of incident was 850 mg/dl. Date of hospitalization was (B)(6) 2020. Customer was hospitalized for 4 days. Customer stated that he went to bed and this event was happened. Hospitalization treatment was insulin drip. Customer either used auto mode feature at time of high blood glucose or not was unknown. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will be returned for analysis.